Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after undergoing a tka on (B)(6) 2023, patient required lgn xlpe dished isrt sz 3-4 11m exchange due to soft tissue laxity. This adverse event was addressed by conducting a revision surgery on (B)(6) 2024, in which surgeon needed to upsize the poly thickness to gain stability. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The photographs were reviewed, and did not reveal any physical damages on the implant. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that looseness of components could occur as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. This has been identified as a possible adverse effect. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.